Manufacturer narrative:
(B)(4). The analysis results showed that the tx60g device arrived in good visual condition and with a reload present. Reload was received partially loaded with only 4 staples present and all protruding. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The device received has been considered as an un-reconciled blind unit. No further information. (B)(4).